Event description:
It was reported that during a da vinci-assisted inguinal hernia - unilateral surgical procedure, the force bipolar was not opening or rotating. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.